Manufacturer narrative:
Device evaluation summary: device evaluation of charger / modem sn (B)(4) has been completed. The reported problem (does not function properly) has been confirmed. As received, the q1 transistor was shorted in the battery circuit on the bedside board and there was contamination on the battery board. The cause of the improperly functioning charger / modem is the shorted q1 current controlling transistor and the contamination. The root cause for the shorted transistor and contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the damaged transistor or contamination. The patient received a replacement charger / modem.

Event description:
A (B)(6) female contacted zoll customer support to report that her charger / modem was not functioning properly. The patient was provided with a replacement charger / modem.